Event description:
Reporter alleged during a routine doctor visit, customers' meter read 210 mg/dl compared to the doctors' measurement of 101 mg/dl, when testing was performed within 5-10 minutes apart. Customer stated the comparison was performed at 2:03 pm and had taken normal amount or oral diabetes medication at 7:15 am, when obtaining a result of 234 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.